Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-mar-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main cabinet went offline, which caused the ns cabinets to remain stuck on the connecting screen. A technical support specialist instructed the customer on how to power all in one (aio) back up, as this would bring the other two cabinets back online. The system functioned as intended after technical support specialist guided the customer to resolve the issue.

Event description:
It was reported that when using the bd pyxis¿ medbank tower drawers were offline. The main cabinet was also offline, which caused the cabinets to remain stuck on the connecting screen. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.